Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: a visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with excess force being applied as a result of meeting resistance during the attempt to cross a lesion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified right common iliac artery. After the guide wire crossed the lesion, a 9mmx40mm epic stent was implanted for treatment. An 8.0 x 40 75cm mustang¿ balloon catheter was then advanced for post dilation. However, during the first inflation at 10 atmospheres for 8 seconds, the balloon ruptured. The device was simply and completely removed from the patient. The procedure was completed with an 8mmx40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.